Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22-jan-2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and "swollen lymph nodes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown,"swollen lymph nodes, swelling of glands". These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown, right side is "rising up, rippling and there is a crease in the skin." Patient additionally reported "swollen lymph nodes, swelling of glands" and removal due to concern with the product. Device remains implanted.